Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy procedure, the device failed to fire and complete the staple line. The blade was stopped in the middle of the firing, making it impossible to continue. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the first returned photograph noted the single used loading unit (sulu) was fully applied and the interlock was engaged. A fully formed staple was noted on the surface of the sulu in the photograph. The second photograph noted the knife blade was exposed and no damage was visible in the photograph. Functional testing was precluded since the instrument was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition.if information is provided in the future, a supplemental report will be issued.